Manufacturer narrative:
Section d5 operator of the device of the initial medwatch report indicates: blank section d5 operator of the device of the initial medwatch report should indicate: health professional

Event description:
The customer contacted physio-control to report that their device reset itself multiple times while they were attempting to monitor a patient. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No further patient information has been provided by the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device reset itself multiple times while they were attempting to monitor a patient. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No further patient information has been provided by the customer.